Manufacturer narrative:
Additional device product code: hwc. (B)(4). The original hardware was implanted approximately 19 years ago. Part of the plate remained in the patient¿s bone; device not considered explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery on (B)(6) 2016, to remove a generation dorsal distal radius plate (pi plate) and screws, the surgeon could not remove the plate until he burred off the heads of all screws. Three screw heads remain implanted and all screw shafts remain implanted because the surgeon could not remove them. In an attempt to remove the screws, two burr round devices, one burr egg, and a screwdriver were stripped. He was able to bend and loosen the plate and explant most of it because the plate eventually broke. Surgery was delayed approximately 90 minutes. One piece of the plate remained in the radius. It was stated that the surgery proceeded as normal after the delay in hardware removal. Patient is in a stable condition. The original hardware was implanted approximately 19 years ago. Concomitant medical products: holding sleeve (part# 313.97, lot# 3057596, quantity 1); air pen drive (part# unknown, lot# unknown, quantity 1). The hardware removal surgery was performed as the patient had complained of pain and could not move his right index, middle and ring fingers and his tendons were ruptured this postoperative event is captured in a linked complaint (B)(4). This report addresses the intraoperative issues which occurred during hardware removal surgery. This report is for one (1) titanium dorsal distal radius plate right. This is report 1 of 2 for (B)(4).